Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow up report will be submitted. Related complaint: (B)(6) cv-1500, evis x1 video system center, serial number: (B)(4).

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the bronchovideoscope displayed scope communication error (e216) message and the image disappeared. The reported issue occurred during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported events are likely due to the plug unit was deformed while the user was handling the device which led to occurrence of error message e216. Additionally, the electrical contacts of the scope connector were corroded, broken, and deformed by user handling which led to occurrence of communication error. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.